Event description:
The sales rep reports that during a lap gastric bypass procedure, when creating the pouch the stapler closed, and would not open. The device was excised from the tissue. The patient is fine.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.